Event description:
It was reported the assist cable on the patient right side of the cub crib is frayed & broke which may allow the siderail to drop quickly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the assist cable on the patient right side of the cub crib is frayed & broke which may allow the siderail to drop quickly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer will perform the repair.